Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection procedure, the surgeon used the first handle with the first reload with no problem. However, after that, the surgeon additionally squeezed the handle by force, and then a crack sound was heard. The surgeon started firing the first handle with the second reload; however firing could not be completed. They used a second handle and connected the second reload; however they still could not complete the firing. They used a third reload and connected to the third handle, however they could not complete the firing still. Finally they used a third handle with the fourth reload, and the firing was completed with no problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted the reloads were partially fired and engaged in interlock with the jaws open. Functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the re-ported incident. If information is provided in the future, a supplemental report will be issued.